Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned arsenal tap revealed it fractured and separated at the 60mm depth grove indicator. A previous investigation for this type of event found that it results from multiple contributing factors including surgical technique, misuse, patient bone quality, improper measurement technique of the tap flutes.

Event description:
The 6.5 arsenal tap broke during use. The surgeon was able to use pliers to remove the detached piece from the patient's pedicle.